Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that catheter crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). After predilatation of an unspecified balloon catheter, a 2.75 x 28 mm promus element stent was advanced to treat the lesion. However, the device was unable to cross. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Three struts on the most distal row were lifted and pushed proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).